Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she inserted the insulin pump and the sensor. The device was working fine until the insulin pump alarmed sensor error and it stopped working. Customer stated the sensor was still in her body and she wasn't sure if she should remove it. Customer stated her blood glucose was 359 mg/dl when she woke up, it went to 153 mg/dl. Then it was 47 mg/dl. Customer declined troubleshooting for low blood glucose and just wanted the sensor replaced. Customer agreed to return it for analysis.